Manufacturer narrative:
The device was returned for analysis on 11/30/2015. Updated complaint conclusion: as reported by a healthcare professional, the galaxy coil (csp10030030/c32891) could not be detached. There were no adverse events associated with the event. Multiple attempts to obtain additional information were unsuccessful. The device was returned for analysis; however, the unidentified detachment control box (dcb) and the unidentified connecting cable were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, the coil was returned unsheathed and entangled around the core wire. Considerable time was required to detangle and remove the coil off the core wire. The coil was found to be undamaged. The detachment fiber is intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 32.5 ohms (range 48.5/56.0 ohms) ((B)(4)) and the enpower systems ready green light failed to illuminate (IFU). Manual manipulation of the resistive heating coil section caused the dpu to pass electrical testing with resistance at 53.2 ohms and the enpower systems ready green light illuminated. No manufacturing or material defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil failing to detach in the target site was confirmed. The most likely root cause of the detachment difficulty may have been due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complaint detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the condition of the returned device, additional damage occurred during post-procedural handling/shipping. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After three attempts to retrieve device for analysis and obtain additional information, the device was not returned and no information provided. If additional information or product is received at a later date, the file will be re-opened and the information provided. Complaint conclusion: as reported by a healthcare professional, the galaxy coil (csp10030030/c32891) could not be detached. There were no adverse events associated with the event. It was reported that the device would be returned for analysis; however, the device was not returned and after multiple attempts to obtain additional information, no additional information could be obtained. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach could not be confirmed without product return for analysis. Based on the minimal information provided, it is not possible to determine the root cause of the event, or factors that may have contributed to the event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Information regarding patient age, gender, weight, medical history, indication for the procedure and target vessel have not been provided. It was reported that the device would be returned for analysis; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). Additional information will be provided within 30 days of receipt.

Event description:
As reported by a healthcare professional, the galaxy coil (csp10030030/c32891) could not be detached. There were no adverse events associated with the event. It was reported that the device would be returned for analysis.